Event description:
It was reported that during the study procedure, the vessel perforation leading to subarachnoid hemorrhage involving the retriever (subject device). The outcome of the event was resolved 2 days post procedure. No other information was provided. Update information: received additional information stated that the vessel perforation located at m2/m3 segments of the middle cerebral artery (mca) leading to subarachnoid hemorrhage and the event was resolved. Neurological assessment showed pre- procedure a national institute of health stroke scale (nihss) score of 18 and 24 hours post procedure nihss score of 6.

Manufacturer narrative:
Section b5: executive summary: updated. Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ¿patient vessel perforation' and ' patient blood loss with sequelae' are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication will be assigned to this event.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during the study procedure, the vessel perforation leading to subarachnoid hemorrhage involving the retriever (subject device). The outcome of the event was resolved 2 days post procedure. No other information was provided.